Manufacturer narrative:
Investigation summary: certificate of compliance was evaluated and confirmed to have the expiration date of 2023-10-31. Batch records were evaluated and confirmed to have blisters with both dates: 2023-10-31 and 2023-10-23. Investigation revealed a change in expiration date on blister packs during one of the top web changes. The expiration date was automatically corrected during process adjustment on the printer at a later time. The scanned system information records confirmed all barcode information was correct scanning expiration date of 2023-10-31 including blisters with 2023-10-23 date showing. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. An incorrect 2023-10-23 expiration date was observed on some of the retained top web slips. Batch 8316642 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause for the incorrect expiration date on the blister packages is due to human error during one of the top web changes. It is likely the date that is printed on the package was manually entered by an operator with a typo during entry. This human error was likely unintentional. The certificate of compliance date of 2023-10-31 is correct. Since the 2023-10-23 dated packages are showing 8 days shorter expiration than was intended, the product is considered safe to use because the 2023-10-23 date is within the product¿s shelf life.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had incorrect label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak syringe luer-lok had incorrect label information. No serious injury or medical intervention was reported.